Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited ventricular oversensing of atrial events, resulting in pacing inhibition. A boston scientific crm technical services consultant discussed decreasing atrial pacing outputs and decreasing ventricular sensitivity, but this did not resolve the issue. The av delay was shortened from 140ms to 100ms, and this did resolve the issue. Programming the left ventricular (lv) offset was also an option. There were no adverse patient effects reported with this clinical observation.

Manufacturer narrative:
As of today, available information suggests this device remains in service without further complication. Should boston scientific receive additional information related to this clinical observation, this event will be reopened and updated. The device was later explanted due to normal battery depletion and returned for analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.